Event description:
Purchased polycarbonate eyeglass lenses from (B)(6). The lens cracked after six months. This is the second pair this has happened to (which necessitated the purchase of these lenses.). (B)(6) does not stand behind their product unless you pay for an additional insurance product. Purchasing polycarbonate is done for safety. Their product is defective.